Event description:
This complaint is from a literature source. The following literature cite has been reviewed: verdichizzo d, gill j, krasopoulos g. Left ventricular rupture post radiofrequency catheter ablation: transaortic, intraventricular patch exclusion repair. J card surg. 2021 jun;36(6):2108-2112. Doi: 10.1111/jocs.15398. Epub (B)(6) 2021. Pmid: (B)(4). Objective/methods/study data: a case study of a (B)(6) man with a past medical history of ischemic heart disease and previous percutaneous coronary intervention presented with recurrent episodes of rapid monomorphic ventricular tachycardia, which made him presyncope. He under went elective radiofrequency catheter ablation (rfca). It is noted he experience pericardial effusion and hypotension at end of procedure and managed successfully with percutaneous pericardial drainage of 200 ml of blood stained fluid. He then experienced repetitive 4 episodes of cardiac tamponade managed by hospitalized interventions after discharges followed by readmittance into hospital with secondary cardiac arrest events and finalized surgical intervention including a lv rupture repair. His outcome: extubated 5 days later he was discharged home once fully recovered with no neurological damage. The article attributes the series of events to the initial rfca procedure. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: a biosense webster thermocool smarttouch standard 3.5 mm curve, tip irrigated with pressure sensing catheter other biosense webster devices that were also used in this study: n/a non-biosense webster devices that were also used in this study: n/a adverse event(s) and provided interventions: cardiac tamponade treated with surgical interventions and additional hospitalization.

Manufacturer narrative:
The following literature cite has been reviewed: verdichizzo d, gill j, krasopoulos g. Left ventricular rupture post radiofrequency catheter ablation: transaortic, intraventricular patch exclusion repair. J card surg. 2021 jun; 36(6):2108-2112. Doi: 10.1111/jocs.15398. Epub (B)(6) 2021. Pmid: (B)(4). No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. Manufacturer's reference number: (B)(4).